Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic for a check after feeling the patient notifier. There was a single out of range impedance measurement, and was not reproduced with pocket manipulation, arm movement, or tapping on can. No noise was recorded in the system. It was recommended to issue a remote monitoring device to the patient and continue monitoring.